Manufacturer narrative:
This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient had implant surgery for fractured leg on (B)(6) 2019. It was infected and patient underwent a revision surgery on (B)(6) 2019. All fragments were cleaned. There is no medical delayed reported. Patient outcome was unknown. This is report 2 of 2 for (B)(4).